Event description:
It was reported rituximab infusion was initiated without guardrails in which the pump was programmed where the dose (100mg) was entered into the rate field (100ml). The patient suffered a hyper-sensitivity syncopal type episode where they became unresponsive. Rapid response and steroids were given to which the patient recovered. Patient has since received the rituximab and tolerated well with a change in pre-medications. The customer has requested the ability to build titration medications in guardrails as a product enhancement request.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of rituximab programming error was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation.

Event description:
It was reported rituximab infusion was initiated without guardrails in which the pump was programmed where the dose (100mg) was entered into the rate field (100ml). The patient suffered a hyper-sensitivity syncopal type episode where they became unresponsive. Rapid response and steroids were given to which the patient recovered. Patient has since received the rituximab and tolerated well with a change in pre-medications. The customer has requested the ability to build titration medications in guardrails as a product enhancement request.